Manufacturer narrative:
No electrode lot numbers with expiration dates were provided. The field service engineer (fse) found an issue with the ultrasonic mixer and the internal standard valve. The fse replaced the ultrasonic mixer and the internal standard valve. Precision testing was performed and the results were within specification. The service actions resolved the issue.

Event description:
The initial reporter questioned high results for multiple patient samples tested for na electrode (na) k electrode (k) and cl electrode (cl) on a cobas 8000 cobas ise module (double). The customer provided an example of discrepant results for 1 patient sample. The initial na result was 156 mmol/l. The repeat result was 142 mmol/l. The initial k result was 4.4 mmol/k. The repeat result was 3.9 mmol/l. The initial cl result was 117 mmol/l. The repeat result was 106 mmol/l.